Event description:
Initial hcg+beta result of 1.53 mlu/ml. Repeat of same sample recovered 200.9 mlu/ml. Repeat of same sample on an elecsys 2010 recovered 199.5 mlu/ml. No info provided to determine if results were used to guide therapy. The fsr performance check tests were within specification.